Event description:
The pt was implanted with an itrel neurostimulation device for spinal cord stimulation in 1998. On 8/11/1999, the pt's attorney notified the MFR that a lawsuit alleges "while in the pt's body, the defective condition of all or part the scs device failed, and as a direct and proximate result of the defective condition, plaintiff was injured and was required to incur expenses for medical care and treatment. Pt was permanently injured and is unable to function at the same level of strength and dexterity as before the incident. This permanent disability has limited the pt's ability to work and enjoy her normal physical activities, and as such has caused a significant economic and emotional drain upon her life." It is unknown whether the device has been explanted. The device has not been returned to the MFR for analysis.